Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The associated battery was not returned to zoll for evaluation as part of this investigation. The device history data was not available for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.